Event description:
On 12/29/2021, it was reported by a sales representative via email that an ar-3638 knotless fibertak sutures anchor loop of the fiberlink broke when shuttling the repair stitch through the anchor and pulling the sutures through. This was discovered during a labral repair procedure on (B)(6) 2021. Surgeon was able to complete the repair by opening an ar-2923bc pushlock and the repair stitch from the failed fibertak anchor, securing it into the pushlock.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.